Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient's settings that day were output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec; therefore if the generator diagnostics test in 2007 changed the patient's settings, the settings had been corrected since then.

Event description:
Additional information was received on (B)(6) 2012, when the physician's handheld was searched for programming history for the patient. No programming history was observed from around 2007.

Manufacturer narrative:
Date of event, corrected data: inadvertently did not check "30-day" on initial report. Device manufacture date (mo/day/yr), corrected data: the manufacturer date was received on (B)(4) 2012.

Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient's programming history on (B)(6) 2012 revealed that on (B)(6) 2007, a faulted generator diagnostics test occurred and no final interrogation was performed afterwards. Even though there is no additional data available that shows a setting change, with what is known about how the software works in conjunction with the m102r generator, the settings likely were changed as a result of the faulted generator diagnostics test which was not followed by a re-interrogation. Further programming history will be requested from the physician's office; however, no additional programming history has been received to date.